Manufacturer narrative:
A ge service representative performed an onsite investigation. The fse evaluated and replaced the dc wire harness from the ps1 power supply to the dc distribution pcb, the dc wire harness from dc distribution pcb to the motherboard, the motherboard coin battery and footswitch. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system intermittently failed to allow fluoroscopic exposures and exhibited intermittent functionality. No patient serious injury or death was reported related to this event.